Manufacturer narrative:
Actual device has not been returned to MFR as it has been discarded by user. Add'l info became available on inflation line separation in 2004. Detailing the re-intubation was required; however, no reported pt harm or injury as a result.

Event description:
Inflation line separation. No reported pt harm or injury.